Event description:
It was reported that during an open total gastrectomy procedure, some staples of the proximal part were unformed when the device was fired on the duodenum at the first firing. The staples of the acral part were formed b-shaped. Additional suture was performed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with one (B)(4) cartridge reload present. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Batch history review has been completed with no anomalies reported.